Event description:
It was reported that an ilet displayed a ¿charge ilet now¿ screen while on a charging pad, with a continuous green indicator instead of the expected solid blue charging indicator, and the user had tried multiple outlets before the pump began to show a 10% charge during the call. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user education on charging behavior for a fully depleted battery, with instructions to continue charging for an extended period. Investigation of this case revealed that the device experienced very low battery leading to delayed initiation of charging, consistent with expected behavior of a fully depleted battery and not indicative of a hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction with battery fully depleted, with normal device function once minimum charge threshold was reached.